Manufacturer narrative:
The comment was not confirmed during the device evaluation. Upon visual inspection, the rubber shield was found to be separated from the retaining nut at the handpiece end of the cable, but no wires were found to be visible. The device was discarded by the manufacturer.

Event description:
It was reported that prior to a procedure at the user facility the tps handpiece cord was found to have exposed wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.